Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer has been provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to the depletion of the device's internal hybrid layer capacitor (hlc) batteries. Stryker archived the device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.